Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had vibrate anomaly. The customer's blood glucose level was unknown. The customer reported that the insulin pump was neither beeping nor vibrating currently. The customer reported that the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. The customer reported that the insulin pump did not vibrate during the vibrate test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement however failed in vibration self test due to broken black wire vibrator motor connector.